Event description:
Boston scientific received information that during a routine follow up this right atrial (ra) lead was observed to have dislodged causing oversensing that resulted in pacing inhibition with <2 seconds of asystole. This patient underwent a surgical intervention where this ra lead was repositioned to resolve the issue. This ra lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.